Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a battery out limit alarm during normal use. Assistance was provided with clearing the alarm and reprogramming time and date. It was advised to monitor the insulin pump. Nothing further was reported.